Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The patient's 3mensio imagery was provided by the facility for evaluation containing only the characteristic of the aortic annulus. Therefore, no images were referenced to support the evaluation of the reported event that occurred in the abdominal aorta. The following instructions for use (IFU) were reviewed: IFU for commander delivery system, device preparation training manual, and procedural training manual. Based on this review, there were no IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for unable to track system through anatomy is unable to be confirmed due to the lack of procedural imagery or device-related photos. As the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. However, review of the DHR and lot history did not provide any indication that manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, 'during a tf tavr procedure for a 26mm sapien 3 ultra valve, they were unable to advance the valve past a calcium nodule below the renal arteries in the abdominal aorta.' Based on the case note responses, the difficulty was experienced after the valve has exited the sheath and in the abdominal aorta. At this location where difficulty occurred, the valve was hung up on a calcium nodule below the renal arteries in the abdominal aorta. The presence of calcification in the patient's vasculature can create a difficult pathway for tracking through the anatomy. It is possible that calcification may have presented interference from advancing the thv/delivery system farther along the patient's anatomy. Without the return of the complaint device or applicable imagery, a definitive root cause is unable to be determined at this time. However, available information suggests that patient factors (interference with calcification) likely contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure for a 26mm sapien 3 ultra valve, they were unable to advance the valve past a calcium nodule below the renal arteries in the abdominal aorta. The valve was deployed below the renal arteries and a covered stent was placed inside the tavr valve. A new system was prepped and able to be advanced through the deployed valve and positioned in the aortic annulus. The second valve was implanted in the native annulus without issue.